Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three times for high blood glucose. The second hospitalization event started on (B)(6) 2020 when the customer woke up and started vomiting. The customer went into a coma and was found by her mother 25 hours later. The customer was revived and transported via ems to the emergency room. The customer woke up in the intensive care unit three days later. The customer was treated with IV insulin drip and was disconnected from the insulin pump in the ER. The customer was discharged from the hospital on (B)(6) 2020. Blood glucose reading was over 1000 mg/dl. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.